Manufacturer narrative:
Section a4, a5, a6: unknown/ not provided. (B)(6). Section b3: date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2016. Section h3-no: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens was explanted from the patient's left eye due to severe positive dysphotopsia, cannot drive at night, temporarily impaired. There was no incision enlargement, no vitrectomy, no delay in procedure. The explanted lens is not being returned. The patient is peremptorily impaired. No other information was provided.